Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the distal end rubber coating (a-rubber) had a large tear with metal skeleton protruding out. There was corrosion observed in the forceps channel. The user¿s complaint of tear somewhere was confirmed. In addition it was observed that there was leak at a-rubber, switch worked intermittently, control body had corrosion, and angulation did not angulate. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for the issue of tear in it somewhere. There is no harm reported to any patient. Upon evaluation of the returned device, it was observed that the distal end rubber coating (a-rubber) had a large tear with metal skeleton protruding out. There was corrosion observed in the forceps channel. This medwatch is being submitted for the reportable issues of metal skeleton protruding from a-rubber and the corrosion found in the forceps passage during device evaluation.

Manufacturer narrative:
Additional information.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 04-feb-2022. H4: this data has been requested. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "protruded skeleton at bending section and large tear happened on a-rubber [bending section cover]" was presumed to have been due to a way of manipulation by the user which resulted in an application of excessive force to the bending section; then, the bending tube was broken. The suggested phenomenon of "corrosion in forceps passage" was presumed to have been due to the user's handling, causing leakage and then corrosion. Users can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): "-precautions: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. -inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Users can decrease/prevent the suggested event by handling the device in accordance with the following IFU. "-do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. -do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged." Olympus will continue to monitor field performance for this device.